Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The indications for use were non-malignant pain and radiculopathy. It was reported that the patient knew they couldn't get and MRI of their head of spine since 2008. Patient's first implant in (B)(6) 2007 was replaced and when agent asked if there were any issues, patient denied issues but stated their implant burnt out in 2012. Patient's implant from (B)(6) 2008 -(B)(6) 2012 burnt out as well and patient didn't recall the date but mentioned the implant wasn't working. To agent's understanding patient seemed to confuse the 2008-2012 implant with the 2007 implant. Due to the nature of the call and patient not being able to remember dates or other information, agent could not gather information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.